Manufacturer narrative:
UDI: (B)(4).  At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event.  To date, despite multiple requests for information, the patient medical records have not been received for review.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.   In this case, the reason for explanting the 23mm sapien 3 thv 1 year and 2 months post tavr remains unknown and the device is not available for evaluation.  There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry through receipt of the implant data card, approximately one year and two months post implant of a 23 mm sapien 3 valve in the aortic position via transfemoral approach the valve was explanted. The cause of the explant is unknown, additional information is not available at this time.